Event description:
The customer returned the device stating, ¿the pump had a cassette sensing error¿; during device evaluation the complaint was confirmed due to the downstream occlusion sensor. The event occurred while attaching the cassette of fluid for testing. There was no patient involvement or harm.

Manufacturer narrative:
Device evaluation: the suspected device was returned for evaluation. The customer reported issue of ¿the pump had a cassette sensing error¿ was confirmed during the occlusion calibration and occlusion pressure testing. The probable cause was the downstream occlusion (dso) sensor. The dso sensor was replaced, and the unit passed all testing criteria. Updated software and unit reset to standard configuration. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.